Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, when prepping the device, the physician noticed that air was getting into the system. He believed that there was a hole in the pump, allowing air to be drawn into it with each squeeze. It appeared to be around the junction of the tubing to the bulb.